Event description:
A customer reported to baxter (B)(6) of a luer activated valve for IV access in which operator observed disconnection in the clearlink valve from unknown location. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of luer activated valve for IV access in which operator observed disconnection in the clearlink valve from unknown location was not confirmed during sample evaluation. Actual sample was available for evaluation. Visual inspection revealed no non-conformances. An underwater pressure test at 8psi was performed and found no leak. No other tests were performed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.